Manufacturer narrative:
Per request of FDA on 02oct2020 this report is being resubmitted as typographical correction to initial medwatch report submitted as 3006646024-0201-00003 on 13sep2016 with typographical error in the year of the manufacturer report number. (B)(4). UDI # unknown. The actual complaint product is expected for evaluation but has not been received yet. The device history record for the lot number, 0202308216, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Avanos medical, inc. (Formerly halyard health) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical (formerly halyard health) received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. It was reported there was an incident with the peg device. Additional information was received on 24-aug-2016 that states, the physician was unable to remove the tubes via traction method; therefore, the patient was taken to endoscopy to have the tube removed. No further information provided.